Event description:
Caller stated that she is reacting to dexcom g6 sensor adhesive. She stated that each time she takes off her sensor she develops a rash where the sensor is placed. She tried using a skin patch but it did not work.